Event description:
A malfunction was reported on a pump by the customer, who experienced issues while attempting to update it. There was no adverse impact to the customer's blood glucose level. The customer experienced difficulty completing the pump reset and planned for the patient to call from home to complete the reset process. Despite attempts by customer support to assist and achieve storage mode, the pump failed to enter storage mode but did respond when plugged into a charger. Upon follow up cx could not get pump into storage mode. Cts performed pump reset steps with cx multiple times, cts reached out to csa. Csa stated due to correct procedure of steps to replace pump as there is an issue with the pump. The customer will use multiple daily injections (mdi) as a backup.